Manufacturer narrative:
Continued (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side ¿device with discreet radial folds¿ and "discreet peri-implant collection" . Healthcare professional later reported left side capsular contracture baker grade IV. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., b.6., d.6b., g.1., h.6.